Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), device breakage and device expulsion ("broken off into uterus") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the procedure was difficult, and the doctor was unable to get out all of the coil". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), eyelid oedema ("swelling of eyelid"), rash pruritic ("itching rashes"), skin exfoliation ("peeling on elbows back of neck, inner wrists, palms, armpits eyelids and hip"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia(painful sexual intercourse)"), cystitis ("cystitis"), haematuria ("blood in urine(unresolved hematuria)") and inflammation ("chronic inflammation"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device breakage, device expulsion, abdominal pain, vulvovaginal pain, abdominal pain lower, eyelid oedema, rash pruritic, skin exfoliation, allergy to metals, dyspareunia, cystitis, haematuria and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, device breakage, device expulsion, dyspareunia, eyelid oedema, genital haemorrhage, haematuria, inflammation, pelvic pain, rash pruritic, skin exfoliation and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-aug-2018: pfs received: the event swelling of eyelid, itching rashes, peeling skin off hands, nickel allergy, dyspareunia, cystitis, hematuria, chronic inflammation, device difficult to remove, device breakage, device expulsion added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), device breakage and device expulsion ("broken off into uterus") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the procedure was difficult, and the doctor was unable to get out all of the coil". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), eyelid oedema ("swelling of eyelid"), rash pruritic ("itching rashes"), skin exfoliation ("peeling on elbows back of neck, inner wrists, palms, armpits eyelids and hip"), eyelid exfoliation ("peeling on elbows back of neck, inner wrists, palms, armpits eyelids and hip"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia(painful sexual intercourse)"), cystitis ("cystitis"), haematuria ("blood in urine (unresolved hematuria)") and inflammation ("chronic inflammation"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy uterus and cervix removed), surgery (bilateral salpingectomy, total hysterectomy) and surgery (bilateral salpingectomy, total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device breakage, device expulsion, abdominal pain, vulvovaginal pain, abdominal pain lower, eyelid oedema, rash pruritic, skin exfoliation, eyelid exfoliation, allergy to metals, dyspareunia, cystitis, haematuria and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, device breakage, device expulsion, dyspareunia, eyelid exfoliation, eyelid oedema, genital haemorrhage, haematuria, inflammation, pelvic pain, rash pruritic, skin exfoliation and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-dec-2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-aug-2018: correction following company internal coding review. The event "peeling on elbows back of neck, inner wrists, palms, armpits eyelids and hip" was split and recoded to meddra llt skin peeling and llt eyelid exfoliation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("ends had broken off into uterus"), pelvic pain ("pelvic pain"), device expulsion ("broken off into uterus") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the procedure was difficult, and the doctor was unable to get out all of the coil". The patient's previously administered products included for birth control: mirena. Concurrent conditions included gilbert's syndrome, allergic rhinitis, arthralgia, cervical radiculopathy and dermatitis. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eyelid oedema ("swelling of eyelid"), rash pruritic ("itching rashes"), skin exfoliation ("peeling on elbows back of neck, inner wrists, palms, armpits eyelids and hip"), eyelid exfoliation ("peeling on elbows back of neck, inner wrists, palms, armpits eyelids and hip"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("cystitis"), haematuria ("blood in urine (unresolved hematuria)") and inflammation ("chronic inflammation"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy), surgery (bilateral salpingectomy, total hysterectomy uterus and cervix removed) and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, eyelid oedema, rash pruritic, skin exfoliation, eyelid exfoliation, allergy to metals, dyspareunia, cystitis, haematuria, inflammation and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, device breakage, device expulsion, dyspareunia, eyelid exfoliation, eyelid oedema, genital haemorrhage, haematuria, inflammation, pelvic pain, rash pruritic, skin exfoliation, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: the device was in good position with 3 trailing coils on the left side. A similar technique was used on the opposite side with 5 trailing calls on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2016 abdominal x-ray revealed, bilateral linear densities are seen suggestive of essure coils projecting in the region of the fallopian. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic, hematuria, nickel allergy, had rash on elbows, and arm pits and abdomen, rash. Swelling in eye lids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs and mr received. Events: uti were added. Historical drug, concomitant drugs, concomitant disease, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), device breakage ("ends had broken off into uterus") and device expulsion ("broken off into uterus") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the procedure was difficult, and the doctor was unable to get out all of the coil". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), eyelid oedema ("swelling of eyelid"), rash pruritic ("itching rashes"), skin exfoliation ("peeling on elbows back of neck, inner wrists, palms, armpits eyelids and hip"), eyelid exfoliation ("peeling on elbows back of neck, inner wrists, palms, armpits eyelids and hip"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia(painful sexual intercourse)"), cystitis ("cystitis"), haematuria ("blood in urine (unresolved hematuria)") and inflammation ("chronic inflammation"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy uterus and surgery (bilateral salpingectomy, total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device breakage, device expulsion, abdominal pain, vulvovaginal pain, abdominal pain lower, eyelid oedema, rash pruritic, skin exfoliation, eyelid exfoliation, allergy to metals, dyspareunia, cystitis, haematuria and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, device breakage, device expulsion, dyspareunia, eyelid exfoliation, eyelid oedema, genital haemorrhage, haematuria, inflammation, pelvic pain, rash pruritic, skin exfoliation and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.